Manufacturer narrative:
The customer sent the unit in for repair and it is currently awaiting evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) went to a blue screen and powered down.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) went to a blue screen and powered down.

Manufacturer narrative:
Details of the complaint on (B)(6) 2018, customer at (B)(6) hospital reported the bsm-6700a (mu-671ra sn: (B)(6) would go to a blue screen for a minute or so, power itself off, and then power itself on again. Customer reported this happened multiple times the previous night. Service requested repair. Service performed mu-631ra/sn: (B)(6). The unit was cleaned and evaluated. The reported problem of "blue screen" was confirmed. Replaced the digital board and sd card (under warranty).the picture was uploaded in notification folder and rebooted the software ver.06-01 to resolve the issue all other malfunctioning parts were replaced. The unit was tested per the operator's/service manual. The unit completed 5-7 days of extended testing and operates to manufacturer's specification. The unit needs to following:(under warranty) 904969c int sd card, mu-651/671 ur-39451 main digital board, mu-671 investigation result the bsm warranty began 10/21/2015, which is almost 3 years prior to the reported issue. Per nkc DHR, the unit has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. Review of device sap history at nka found no other reported issues for the unit. Nka evaluation confirmed the reported issue. The main digital board #ur-39451 and internal sd card #904969c were replaced to resolve the issue. Review of tickets opened at user facility found no related issues with mu-671ra blue screen or rebooting. Similar tickets review using the following keywords found other reported issues: "mu-671ra blue" 34820/300132525 reported 07/23/2018 at (B)(6) hospital for sn: (B)(6). Nka evaluation found no problem with the unit. "Mu-671ra power" none related to current issue "mu-671ra restart" none "mu-671ra reboot" none unit has no prior history of blue screen or rebooting. Nka servicing was able to restore the unit to operate within specifications. Repaired unit was returned to the customer on (B)(6) 2018 and there were no further issues reported. The root cause of the blue screen and rebooting could not be determined from the available information, however no adverse trend for this issue was found. This issue is not suspected to be caused by deficient bsm design. Corrected information: f9. Approximate age of device: incorrectly calculated. Additional information: b4. Date of this report. D4. Unique identifier (UDI #). F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. Correction. Device evaluation. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.